Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noted that the device was no longer functioning. The cuff seemed to be placed too proximally. The entire aus was removed and replaced. There were no additional patient complications.